Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to vomiting and a blood glucose (bg) level of 290 mg/dl and having ketones. Reportedly, the customer consumed too many carbohydrates. Customer was treated with an insulin drip. Customer's bg level was 179 mg/dl upon leaving the ER. Multiple attempts were made to follow up with the customer regarding the reported issue. No response from the customer was received.